Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 160 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had calibration error and change sensor alerts. The customer also stated their transmitter was not blinking when connected to the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.